Event description:
The customer reported that the machine crashed repeatedly and a message appeared on the display: automatic shutdown in 15 seconds. The user was able to reboot the system to finish the exam. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.